Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system when the nurse used the intravenous indwelling needle, the tube wall leaked at the needle. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage at the outer wall of the tubing.

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8262029. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system when the nurse used the intravenous indwelling needle, the tube wall leaked at the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that leakage at the outer wall of the tubing.